Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5000655.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration of two leads. An x-ray was taken that confirmed that at least one of the leads migrated. The patient underwent a revision procedure in which both leads were repositioned by being moved up. The patient is doing well post operatively and is receiving adequate stimulation.